Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not hold a charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer reported that the unit had been cleared for clinical use. H3 other text : no evaluation necessary.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not hold a charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) confirmed with the customer that after the iabp unit was re-inserted into the cart correctly, the batteries were able to charge. The customer confirmed the batteries are now holding a charge.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not hold a charge. There was no patient involvement, and no adverse event reported.